Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. It was noted that there was visible moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: there was no damage found on the keypad and all the keypad buttons responded to presses appropriately. The keypad cover was removed and there were no internal keypad defects found. During testing, it was found that the pump case was cracked and moisture was present behind the display. The leak test verified a leak at the pump casing crack. The pump was opened and moisture damage was found throughout the pump. Unrelated to the original complaint, the battery cap threads were stripped.